Event description:
Procedure: lap chole. According to the reporter, when the bladder was about to be removed, the shaft part of the device was torn. The fallen piece could be retrieved. Another device was used to continue the procedure. There was no bleeding or tissue damage. The procedure was not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.